Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Concomitant medical products: tsvtwb8, imp,tsv,4.7,8,mtx,mg/lot number:1256907. Concomitant medical products: unknown healing cap/cover screw. Additional PMA/510(k) number ¿ k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth location #18 was placed and then removed due to the inability to place the healing cap or cover screw.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 180. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. One tapered screw-vent implant (tsvt4b8) was returned for investigation. Visual inspection of the as returned product identified internal thread damage. Based on the evaluation, device malfunction has occurred. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when they it zimvie. DHR review was completed for the subject lot number (1252740). It was confirmed that all operations and inspections were executed as per applicable procedures. Complaint history review was performed for the reported lot number (1252740) for similar events (complaint category keywords: does not seat) and no other complaint was identified. Functional testing was performed with in-house cover screw. Tsvt4b8 failed to function due to damaged internal threads. Therefore, the reported event (does not seat) was recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is excessive torque applied during placement. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.